Manufacturer narrative:
During a follow-up call on(B)(6)2024 by the respiratory clinician with the patient¿s family member, the family member reported that the patient experienced a collapsed lung on (B)(6)2024 and was hospitalized for five days. A chest tube was placed to reinflate the patient¿s lung, no additional intervention was reported. The patient¿s family member reported that the patient recovered, was discharged home, and is doing well. This patient is an (B)(6) female with a history of atelectasis, mucus plugging of left upper and lower lobes, chronic hypoxemia, stage 3 severe copd, chronic bronchitis and is oxygen dependent. There was no allegation of a device malfunction, however the device is being returned. The patient has chosen to discontinue use. The patient¿s family member reported that the vest device was probably not the best choice for her (patient) to use due to the patient being so medically fragile. The vest airway clearance system is intended to help provide effective airway clearance. The unit has an inflatable vest attached by air hoses to an air pulse generator. The air pulse generator rapidly inflates and deflates the inflatable vest to gently compress and release the chest wall, creating airflow within the lungs. This process, which mimics coughing, moves mucus toward the large airways where it can be cleared by coughing or suctioning. A pneumothorax is also called a collapsed lung and is considered a serious injury. A pneumothorax can be caused by a blunt or penetrating chest injury, certain medical procedures, or damage from underlying lung disease. Copd increases the risk of a partial or complete lung collapse, a condition called a pneumothorax. Pneumothorax happens when lung tissue damaged by copd allows air to leak into the space between the lungs and chest (the pleural cavity). The development of secondary spontaneous pneumothoraces by definition, occurs in individuals with significant underlying lung disease. Treatment options may include observation, needle aspiration, chest tube insertion, nonsurgical repair or surgery. Most treatments for pneumothorax are to preclude permanent impairment of body function or permanent damage to body structure. In this event, the patient was reported to have a pneumothorax with hospitalization and placement of a chest tube to resolve the pneumothorax and preclude permanent damage to a body structure or permanent impairment of a body function indicating a serious injury occurred. The reported pneumothorax is likely related to the patient¿s underlying medical condition as the patient was reported to be medically fragile with a history of severe copd as well as additional complex pulmonary disorders (mucus plugging of multiple lobes). An inspection of the device ruled out a malfunction, noting that the device had no visual indications of damage, no error codes in memory, and the device passed all test specifications and operated as designed. However, it cannot be ruled out if the use of the device contributed to the event.

Event description:
During a follow-up call on (B)(6)2024 by the respiratory clinician with the patient¿s family member, the family member reported that the patient experienced a collapsed lung on (B)(6)2024 and was hospitalized for five days. A chest tube was placed to reinflate the patient¿s lung, no additional intervention was reported. The patient¿s family member reported that the patient recovered, was discharged home, and is doing well. This report was filed in our complaint handling system as complaint(B)(4).